Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely the foreign material remained on the nozzle because reprocessing was deviated from the instruction manual. However, a definitive root cause could not be determined. The following information was provided for reprocessing: the customer did not perform the reprocessing before returning it to olympus. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in cf-xz1200l/I operation manual chapter 3 "preparation and inspection" IFU states that preventive measure in cf-xz1200l/I reprocess manual. Chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found, the play of the upward and downward knob is out of specification due to stretching of the angle wire, the adhesive on the bending section cover had a chip and a crack, water removability did not meet specification due to clogging of the nozzle, switch 2 had a cut due to physical stress, the image guide protector, universal cord, plastic distal end, and connecting tube had a scratch, and the light guide and objective lens adhesives contained a white-clouded area . The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonvideoscope had air and water leakage from the switch key tops. It was unspecified when the issue was found. The device was returned for evaluation. During the device evaluation, the nozzle contained foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm.